Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for upstream occlusion and passed. A review of the event history log revealed multiple upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream (ultrasonic) sensor reading out of range. The ultrasonic assembly will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant upstream occlusion occurred during programming/setup. There was no patient involvement. No additional information is available.